Manufacturer narrative:
E: (B)(6).

Event description:
.Philips received a complaint on the v60 ventilator indicating that there had been a primary alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) initially believed the cause of the primary alarm issue was damage to the speaker connection cable. The device was evaluated by the asp, and the speaker connection cable was removed and reseated. Following the cable reseating, the device was able to be powered on and it was confirmed that the device had returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.